Event description:
It was reported that the patient's leads had migrated. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg that had met normal longevity was explanted and replaced. Nothing was done to the leads, and therapy has been restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.